Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump intermittently shut down unexpectedly. Additionally, the touchscreen was unresponsive to the customer's touch and the wake button was reportedly unresponsive. The customer's blood glucose level was 250 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged wake button issue was verified; however, no failure was identified related to the touch screen issue or shutdown issue.